Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use when removing the 2.75x18mm xience sierra from the dispenser hoop coil, resistance was met and the shaft separated. It was noted the chipboard box was not damaged. Another stent was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported difficulty to remove could not be confirmed as the dispenser coil was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. The reported material separation appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.